Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, when the physician connected the right ventricular (rv) lead to the new pacemaker, it was noted that the rv lead exhibited failure to sense and low pacing impedance. It was also noted that the rv lead exhibited insulation damage which was able to confirmed visually. The physician capped the rv lead and replaced with new rv lead. The patient was in stable condition.